Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment and it was reported that there was an ups communication failure, navio would not start up. The device was not made available to the designated complaint unit for investigation. Thus, visual inspection could not be performed. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Discussion with the reporter found that after performing the troubleshooting steps recommended by the service team, the issue was fixed and the system was able to start up without a ups communication failure. The troubleshooting done was to power down the system, unplug the navio system from wall power, turn on the navio system on the ups power and allow it to boot up, and then plug it back in when it boots to the navio splash screen. This is indicative of the ups not being properly charged routinely or the ups battery not being replaced every 2 years as recommended. The malfunction is most probably due to recommended maintenance not performed.

Event description:
It was reported that navio was showing a ups communication failure, navio would not start up, had to change to another back up machine.